Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event is indeterminable.

Manufacturer narrative:
UDI number: (B)(4). He device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. Alternatively, hemolytic anemia may be related to the valve when there is a "jet" of blood flow created like a paravalvular leak or there is a device condition leading to under expansion of the edwards intuity frame (e.g. Locking feature of the delivery system breaks and leads to under expansion of the frame, the malleable handle of the delivery system disconnects from the holder adaptor during frame expansion or the holder adaptor disconnects during the procedure leading to under expansion of the frame). The cause of the event cannot be determined; however, patient and procedural factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted one (1) years, seven (7) months, underwent closure of paravalvular leak with amplatzer ductal occluder. Patient had trace-to-mild paravalvular leak following implant procedure. With signs of ventricular decline and hemolysis. Shortly after the procedure the patient developed endocarditis. The patient was treated medically. Patient was discharged.

Manufacturer narrative:
H11. Corrected data: corrected h6 result code.